Manufacturer narrative:
It was reported the patient's year of birth is (B)(6). The event was reported to have occurred on an unreported date at the beginning of (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event, however it was reported that the patient was treated with unspecified antibiotics (intravenous infusion, dose, frequency and duration were not reported) at the outpatient department of the hospital for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing during treatment. No additional information could be provided as the reporter declined follow-up.